Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that a patient, who was enrolled in a study, underwent a da vinci-assisted pulmonary lobectomy and pleural decortication procedure. Fifteen days post-operatively, while still hospitalized in the intensive care unit (ICU), the patient was identified to have pleural effusion and a chest drain was inserted and later removed 6 days later. The event is reported as ongoing. There was no report of a da vinci device malfunction during the procedure. The study investigator reported the event as serious and not related to a da vinci device, but had a causal relationship to the procedure, and a causal relationship to the patient's underlying disease status of asthma and chronic obstructive pulmonary disease.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
After removal of the chest drain, imaging showed persisting but stable pleural effusion. Following the chest drain removal, a repeat computed tomography (CT) scan was performed nine days later showing progressive bilateral consolidation which necessitated a repeat interventional radiology (ir) chest drain insertion. It was removed seven days later; the event was reported as resolved the same day. The patient was administered an antibiotic, co-amoxiclav. The study investigator classified the event as a clavien-dindo grade iiia.